Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) is not turning on. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Corrected fields; b4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected fields; d1, d4. A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse found that the main board was defective after cross-checking with a working standby machine. The fse replaced the main board. All functional tests were successfully performed. The iabp was returned to the customer in working condition.